Manufacturer narrative:
H2) additional information: b5 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the site completed the case with imaging aborted. The site tried to reboot the system with no resolution.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000171, serial/lot #: rev. 2 : s/n (B)(6), ubd: unknown, UDI#: unknown product ID: bi71000181, serial/lot #: rev. 3 : s/n (B)(6), ubd: unknown, UDI#: unknown h2, h3, h6: concomitant product bi71000576 was analyzed, and no failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. Concomitant product bi71000171 was analyzed. Visual inspection confirmed the enclosure detector interface fan was missing screws and a loose screws rattling in the enclosure. Unable to to install. Previously reported codes 10, 180, and 4307 are applicable. Concomitant product bi71000181 was analyzed. The representative installed the mvs power board in an imaging system. The system did not initialized. The mvs and the ias powered on. Generator and communication did not ready. Stand alone mode was activated. Previously reported codes 10 and 4307 are applicable, as is code 120. The returned detector panel was analyzed, and no failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. The returned system control plate was analyzed, and no failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000576, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not expose 2d or 3d. There was no reported impact to the patient. Contradicting information was received regarding whether the procedure was cancelled or delayed. It was reported that the system was down and therefore the procedure was cancelled. However, it was also reported that navigation was aborted but imaging was not, and that there was a delay of less than one hour. **omitted: this event is related to pes (B)(4); (B)(6) 2020 (rep) no new information.